Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, the battery compartment was cracked, and the pump was experiencing a no-power issue. Also, it was reported that evidence of moisture ingress was observed in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/26/2014 with the following findings: no evidence of a power-related issue was observed in the black box data. There was no evidence of moisture ingress found in the battery compartment. However, the lip of the battery compartment was bent outwards. A battery cap was not returned with the pump; a test battery cap, which was able to secure to the pump per the instructions for use (IFU), was used during all steps of the analysis. It was found to be difficult to fasten and unfasten the test battery cap due to the aforementioned battery compartment damage. The pump was exercised for 24 hours, during which no power-related events were observed; the reported event was not duplicated. The audio bolus button cover was observed to be missing. Corrosion was found on the audio bolus button contact, which was also bent and chipped. The pump failed a leak test due to the missing audio bolus button. The pump case was removed, and no further evidence of moisture ingress was observed. The relation of the observed device failures to the reported event could not be determined, as the reported event was not duplicated.